Event description:
It was reported that when the customer changed the tube of the patient side to closed-line, the three-way stopcock was broken. There were no patient complications reported.

Manufacturer narrative:
Device not returned.